Event description:
Reporter alleged obtaining a discrepant blood glucose value of 256 mg/dl back to back with a result of 130 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that on a different day, he obtained an add'l comparison of 444 mg/dl back to back with a result of 85 mg/dl within 10 minutes on the same system. Reporter stated he felt hypoglycemic symptoms and he took some glucose tabs to self-treat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the test strips and so no product will be returned for evaluation.